Event description:
The customer reported that the defibrillator did not recognize that the pads were attached. The ambulance unit has a lifepak 500 defibrillator. The pads also were tested on a zoll m defibrillator and were not recognized. There was no adverse pt effect as the pt was in a "non-shockable rhythm".